Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the ventricular capture management trend showed the threshold had increased from 2 volts on (B)(6) 2013 to 2.5 volts on (B)(6) 2014. It remained stable until (B)(6) 2014 when it became unmeasurable. Automatic lead diagnostics showed the impedance was steady at about 450 ohms from (B)(6) 2013 to (B)(6) 2014, but then it increased to over 1200 ohms by (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular lead had increasing impedance and threshold, and the threshold was now high. No noise was noted with isometrics so the impedance alert triggered was adjusted higher and the lead was going to be monitored. About five days later, high impedance was noted and a fracture was suspected so the lead was capped and replaced. No patient complications have been reported as a result of this event.